Event description:
While transporting a patient, the devices display blankde out. The medic then shut the device off and turned it back on and the device was functioning properly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. 4